Event description:
The customer reported elevated troponin I (accu tni) and creatine kinase-mb (ck-mb) results, for multiple patients, involving unicel dxc 600i synchron access clinical system. This is report number five of five. The elevated results did not correlate with the clinical condition of the pts. Subsequent testing at another facility on an alternate methodology produced results within different clinical ranges. The erroneous results were released out of the lab and questioned by the physician. There was no report of pt injury. There has been no report of change in pt treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2009 nd discovered all mixer stations "crusty" from dried wash buffer and cleaned the mixer stations. The fse performed a major preventive maintenance (pm) and completed hardware verification. Quality control (qc) was within spec. The unit conformed to the MFR's performance specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. All related medwatch reports: 2122870-2011-06242, 06260, 06261, 06262.